Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device exhibited foreign objects in the air/water tube, and air/water cylinder. There was no patient involvement.